Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported by the customer that the device boots-up in the user setup mode, and the selector knob control does not allow the user to enter the complete passcode. The device cannot be used in the normal operating mode. There was no pt use associated with the reported failure.